Event description:
The patient reported: hi, I'm sorry for the late response. I was sick with covid and also had to wait for dental work to happen and didn't want to complete my aligners until after so they would have the best fit. I am actually pregnant and have hg (hyperemesis gravidarum) and won't be able to keep aligners in due to the vomiting. Do I need to get a doctors note saying I can't continue with byte at this time due to medical reasons? The clinical team requested a letter of recommendation from the patient's healthcare provider to support the medical reasons for discontinuing treatment at this time. No further response has been received from the patient, and no additional information has been provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.